Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 75% stenosed lesion being treated was located in the severely calcified, mildly tortuous mid left anterior descending (lad) artery. The lesion was predilated with 2.5x15mm maverick balloon. The physician attempted to place the 2.50x12mm taxus express2 drug eluting stent, but was unable to cross the lesion. Inflations were made with a 3.0mm non-bsc balloon and the stent system was again inserted, but was unable to cross the lesion. While trying to remove the delivery system, some resistance was met and upon removal, it was noted that the stent struts were lifted slightly. The lesion was dilated again with the 3.0mm non-bsc balloon. No patient complications were reported. Patient status reported as "good".